Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this evaluation applies to (B)(4) as the customer was not able to indicate what products were associated with each complaint. The following observations were noted during the investigations: all three eds3 systems still had some biological debris in the lines, drip chamber and collection bag. Some of the biological debris was already dry. All three eds3 systems were flushed and no obstructions and/or leakage were observed. All three eds3 systems were filled with purified water, mounted to an i.v. Pole and properly leveled. As the eds3 system was raised or lowered from its leveled position, it was noted that the purified water was seen moving - to the patients line if the system was raised or into the drip chamber if the system was lowered. If the system remains leveled, no movement of the purified water was verified. The issue reported by the customer could be confirmed; however, the following is stated in the IFU (instructions for use) under the warnings section: intracranial pressure is controlled by the height of the drip chamber relative to the patient. It is important that neither the drip chamber nor the patient be raised or lowered accidentally. If either is raised or lowered, it is imperative to re-level the drainage system. Close the patient line stopcock before transporting the patient to reduce the risk of liquid refluxing to the patient. The height of the drip chamber or the position of the patient should only be changed by qualified personnel on the orders of a physician. Movement by the patient after positioning of the drip chamber may affect the patients icp. It appears that the eds3 system was not properly leveled at some point causing the issue reported by the customer. However, this could not be confirmed. Products lot numbers were not provided by the customer; therefore, the lot history records review for these returned products could not be performed. Based on the results of this investigation, no further action is required. Trends will be monitored for this or similar complaints. At the present, time this complaint is closed.

Event description:
Customer reported that the (B)(4) system is backing up csf into patient. The system was changed, while the catheter was left in place.